Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented to the hospital with an acute myocardial infarction (nstemi). A closure of the vessel bypass in the posterolateral artery and right posterior descending coronary artery was identified. An unknown guide wire was placed and thrombus aspiration was performed with a non-bsc aspiration catheter. Dilatation in a stenosed location (distal bypass-shaft) was performed, resulting in good flow in the posterolateral branch of the ramus circumflexus (rcx). A portion of the right posterior descending coronary artery was identified as closed and several thrombus aspirations were performed. The physician implanted a 3.5x28mm promus element stent in the main stenosis. The attempted to place a 3.5x16mm promus element stent, but was unable to cross the lesion. Upon withdrawal, a deformation /roughness of the stent structure was noticed. A 3.5x12mm promus element stent was successfully implanted in the stenosis proximal to the first stent. A very good acute result was achieved. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts towards the middle of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The most probable root cause classification is user/use error; however, this device was used in a bypass graft. The dfu states that this device is indicated for use in native coronary artery lesions. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented to the hospital with an acute myocardial infarction (nstemi). A closure of the vessel bypass in the posterolateral artery and right posterior descending coronary artery was identified. An unknown guide wire was placed and thrombus aspiration was performed with a non-bsc aspiration catheter. Dilatation in a stenosed location (distal bypass-shaft) was performed, resulting in good flow in the posterolateral branch of the ramus circumflexus (rcx). A portion of the right posterior descending coronary artery was identified as closed and several thrombus aspirations were performed. The physician implanted a 3.5x28mm promus element stent in the main stenosis. The attempted to place a 3.5x16mm promus element stent, but was unable to cross the lesion. Upon withdrawal, a deformation /roughness of the stent structure was noticed. A 3.5x12mm promus element stent was successfully implanted in the stenosis proximal to the first stent. A very good acute result was achieved. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.